Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-21786. This report was submitted as a duplicate report of the previously submitted report. Please disregard MDR 2518422-2021-08354

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and a build up of calcium in the lungs, cough, pneumonia, heart and kidney problems. The patient did receive medical intervention and reported to have been in and out of the hospital and had several diagnostic tests done. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.